Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances that remained in range and the patient was monitored for some time. When it was time for the device to be changed out, for normal depletion, it was decided to remove the leads to implant an subcutaneous implantable cardioverter defibrillator (s-ICD). The physician attempted the rv lead removal and appeared as if the distal end of proximal coil became kinked and the sheath could not be manipulated. The physician decided to surgically abandoned the rv lead. No additional adverse patient effects were reported.